Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown. According to the complainant, during the removal of the placed device, the internal bolster detached and fell into the stomach of the patient. The procedure was completed with the new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2020 as no event date was reported. Block e1 (initial reporter address 1): (B)(6). Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: visual analysis of the device revealed that molded internal bolster was detached from the tube.the reported event was confirmed. In addition, excessive residues were observed in the tubing indicating use and handling of the device. It is likely that daily tension applied could have been contributed with the issue. Also, the residues on the tube and the color of the tube indicate that it was in use for some time without any issues. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors and force applied to remove the gastrostomy tube during replacement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the reported event will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available this device was used per the directions for use (dfu.)

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (Initial reporter address 1): (B)(6). The complainant indicated that the device is available for evaluation, however device has not yet been returned for analysis. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown. According to the complainant, during the removal of the placed device, the internal bolster detached and fell into the stomach of the patient. The procedure was completed with the new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.